Manufacturer narrative:
Section a5: race: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal toric intraocular lens (iol) was pushed out after being inserted into the left eye of a patient due to high pressure in the patient's eye. A backup lens was implanted after the eye pressure was reduced. There was no unplanned incision enlargement, sutures or vitrectomy, and the procedure was completed without delay. The patient sought medical attention and was prescribed simbrinza eye drops (three times daily) and diamox 500 mg (three times daily). The directions for use were followed. The reported issue did not impact the patient¿s activities of daily living, and the patient was confirmed to have fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 31, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect lens and no issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a diu model lens. The complaint issues reported could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: in review, it was identified that section a5 was incorrectly referenced in place of section a6 in the initial MDR report. This error has been corrected in this supplemental MDR as indicated below: section a6: race: unknown; information was requested but not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.